Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service technician noted that impact marks on the housing ratchet are visible. The tool has been fixed with service. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the oscillating saw does not hold the saw blade, therefore, it doesn't function. The device was sent in for evaluation and repair. No further information available from customer. This report is 1 of 1 for (B)(4).